Manufacturer narrative:
The tech found the rocker arm at the foot end of the bed was broken. He replaced the rocker arm assembly to repair the bed.

Event description:
Info rec'd indicates the brake is not working on the bed.